Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female who had an unknown mentor implant placed experienced an incidence of capsular contracture post procedure. As a result, device replacement was performed on an unknown date. The device type is unknown, however, (common device name) and (procode) are being populated for submission purposes. This event is being reported based information indicating an incidence of previous capsular contracture with a mentor device obtained while reporting a current event. No additional event details have been made available at this time. If additional event details are made available in the future, then a supplemental report will be submitted.